Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe barrel cracked. The following information was provided by the initial reporter: material # unknown batch # unknown verbatim: we have had some issues with the syringes leaking on the side of the syringe, not at the tip. When I spin the syringe, in the right light, I can see a crack lengthwise down the side of the syringe. Describe patient /(hcp) / user impact: n/a.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.